Manufacturer narrative:
It was reported that there was a leak. Two samples model 2420-0007 and one bd secondary set were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and a leak was observed coming from the top of the silicone segment. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. Additionally, the bd clinical team has been notified of the failure to determine if further training or instruction is needed for use of the extension sets. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following. It was reported by the customer that leak was observed by biomed and clinical staff, just below the blue cuff that fits at the top of the IV pump.